Event description:
It was reported that the delivery sheath was unable to peel away. The 80% stenosed target lesion was located in the internal carotid artery and common carotid artery. A 190cm filterwire ez was selected for use in a carotid artery stenting. During deployment, the delivery sheath could not be withdrawn at all to deploy the filter. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.